Event description:
It was reported that the pump fell out of the customer's pocket and the touchscreen cracked. The screen was unresponsive. Customer's blood glucose level was 167 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.